Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer's site. The cse evaluated the instrument. The cse replaced the integrated multisensor technology (imt) port. Sample pump assay solenoids and sample tubing. The cse performed a system check and quality control (qc), resulting in range. Siemens is investigating the event.

Event description:
A discordant, falsely depressed sodium result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported out to the physician(s). The customer repeated the same sample on the same dimension exl with lm instrument, resulting higher. The customer repeated the same sample on an alternate dimension exl instrument, resulting higher than the initial result. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium result.

Manufacturer narrative:
The initial MDR 2517506-2017-00200 was filed on february 26, 2017. The first supplemental MDR 2517506-2017-00200_s1 was filed on march 28, 2017. Corrected information: the first supplemental MDR 2517506-2017-00200_s1 states that the siemens customer service engineer (cse) replaced the imt port, sample pump assembly solenoid, and sample tubing. During multiple service visits, the cse also installed an ionizing fan, cleaned sticky imt rollers and adjusted the foot pressure to set the pump rate, replaced the imt pump, and installed a ground kit. Additional information (05/24/2017): a siemens customer service engineer (cse) was re-dispatched to the customer site. The cse replaced the sample metering pump motor and gear and the integrated multi-sensor technology system pump motor and gear.

Manufacturer narrative:
The initial MDR 2517506-2017-00200 was filed on february 25, 2017. Additional information (03/02/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the integrated multisensor technology (imt) port. The cse replaced the sample pump assembly solenoid and sample tubing. The cse performed a systemcheck and ran quality control (qc), resulting within specification and range. A siemens headquarters support center (hsc) reviewed the event. Hsc was not provided the requested data for a technical review. The cause of the discordant, falsely depressed sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.